Event description:
New information received states the device was explanted and replaced. No further information is available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made. The patient will be monitored remotely.

Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.